Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted damage was identified on the cable. There is damage on cable unit and the water tightness is lost. Due to damage on cable unit, the endoscopic image cannot be displayed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Result in more severe equipment damage.¿ based on investigation results, the complaint was confirmed and found to be due to the damaged cable unit. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was reported the device had picture loss, sporadic image and a kinked cable. There was no patient impact , no harm reported due to the event.